Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The event history log was reviewed and found "improper shutdown!" Messages. Evaluation confirmed the reported problem. Evaluation observed upper latch switch to be out of adjustment. The upper latch switch required adjustment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned on and off on its own. The event occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.